Manufacturer narrative:
Submit date: (B)(4) 2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with an scd controller. The customer states there are sparks coming from the plug of scd controller. There was then no power to cardiac monitor. The extension lead box was plugged back in it which caused a second surge of power. There is a suspected electrical fault with equipment that blew the source. As a result, the patient was connected to a portable monitor and alaris pumps were plugged into the pendant. Evita xl ventilation was continued.